Event description:
It was reported that "when the doctor was inserting screw, one-half of the tip of the screwdriver broke off. Tray had extra shaft to complete surgery."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.